Manufacturer narrative:
Correction: b3. Corrected from 2/20/2026 to 2/17/2026. Additional information, b5: upon follow up, it was reported that on an unknown date, the patient was discharged from the hospital and was recovered from abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. Three (3) days after the event onset, the patient was hospitalized due to the events. The day after hospitalization, the patient was treated with vancomycin injection (1g, once daily, intraperitoneal, discontinued after one day) and amikacin injection (150mg, once daily, intraperitoneal, discontinued after one day) for fungal peritonitis. At the time of this report, the patient did not recover from peritonitis and cloudy effluent and recovering from abdominal pain. Pd was put on hold. The patient was shifted to temporary hemodialysis (hd). Same hd is ongoing. No additional information is available.